Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a routine check. The diagnostics reflected measurements suggesting battery diagnostic anomalies. Two days later measurements were again taken and, again, the diagnostics reflected measurements suggesting battery diagnostic anomalies. It is anticipated the records from the sessions will be reviewed. The patient was stable throughout. No further information was available.